Manufacturer narrative:
The device was received for evaluation. During functional testing, reoccurring upstream occlusion, was not reproduced. No visual abnormalities that could cause or contribute to the reported problem were documented. A review of the event history log revealed multiple upstream occlusion alarm, however the log cannot distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported problem, reoccurring upstream occlusion, was not reproduced during evaluation. The ultrasonic sensor was found within intended range. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a reoccurring upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.